Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported patient has difficulty achieving optimal coupling with recharging device. Rep used antenna locator and unable to achieve good coupling with that as well. Pocket revision is scheduled for (B)(6) 2018. The issue has not been resolved at this time. Surgical intervention is planned. No further patient symptoms or complications were reported in this event.